Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Initially, the caller attempted to resolve the issue by reloading the same cartridge, but it did not resolve the problem. The caller cleaned the pneumatic tap area and eventually succeeded by loading a new cartridge onto the pump using the proper technique, which allowed them to resume insulin delivery successfully.